Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the back haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another same type lens was implanted. The cartridge used has not been approved by the MFR for use with this model lens.